Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system alarm and excessive no delivery test or verify motor error alarm, no delivery or occlusion alarm and unexpected battery power loss due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump act button had issue. The customer¿s blood glucose level was 248 mg/dl at the time of the incident. The customer was also reported that insulin pump had no delivery alarms, motor error. The customer was assisted with troubleshooting. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump, displacement test was passed and manual prime was successful. The customer reported that the time did not move. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.